Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On 12/2/04, the patient contacted lifescan (lfs) alleging that her one touch profile meter was prompting redo check and not ok messages. On 12/3/04, the medical affairs specialist spoke with the patient. The patient last obtained a result on the reported meter about one week ago. After obtaining redo check and not ok prompts several times, she contacted lfs. She continued to take her insulin as usual and used her friend's meter to check her blood glucose level. She received no medical intervention at the time of concern. The customer care representative (ccr) was not able to walk the patient through a check strip test, as the patient did not have a check strip. The patient did not allege harm. There is no indication that she experienced injury or medical intervention due to the meter. Based on the unresolved error messages, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.